Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected field: d5. Additional information added to field h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 (thirteen) years since the subject device was manufactured. The legal manufacture was unable to confirm whether the customer's reprocessing steps were deviated from the instructions for use. Based on the results of the investigation, olympus confirmed that foreign material came out of the device, but the type of the material or root cause cannot be identified. The event can be detected and/or prevented by following the instructions for use which state: -detection: the instruction manual operation manual ¿evis lucera gif/cf/pcf type 260 series, chapter 3 preparation and inspection¿. -prevention: the instruction manual reprocessing manual ¿evis lucera gif/cf/pcf/sif type 260 series, chapter 3 cleaning, disinfection, and sterilization procedures¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Due to the nature of the reportable event (foreign material found in the nozzle), follow up regarding the cleaning sterilization and disinfection (cds) processes performed at the user facility was requested. Customer provided the following information: it is unknown if the customer cleaned, disinfected, and sterilized the device before sending it to olympus; if there was a delay during pre-cleaning; if there were any abnormalities in the accessories used for reprocessing; if the scope was immersed in the detergent solution; if the air/water nozzle was wiped/brushed with clean lint-free cloths, brushes, or sponges. The customer could not confirm any part of the cds reprocessing processes. The device was returned, and the evaluation found no malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited a foreign object inside the nozzle. There were no reports of patient involvement.